Manufacturer narrative:
The manufacturer previously reported receiving information in reference to a ventilator loaner alleging it to be defective, reporting service alarm require will not rest or go away. There was no patient harm or injury reported with this notification. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The equipment did not pass the evaluation according to the service manual, it warns by displaying the message evt_circuit_disconnect, in addition to displaying the error code e:038 evt_low_inspiratory_press_tech it will be necessary to validate the air flow system, in particular the blower, valves and hoses. It is not necessary to replace the batteries.

Manufacturer narrative:
H3 other text : device not yet returned to manufacture.

Event description:
The manufacturer received information in reference to a ventilator loaner alleging it to be defective, reporting service alarm require will not rest or go away. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.